Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an the tip of the bur was burnt during an endoscopic transnasal pituitary tumor resection the tip overheated and became burnt. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an the tip of the bur was burnt during an endoscopic transnasal pituitary tumor resection the tip overheated and became burnt. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction and additional information; d1, d4 & h4: catalog number provided and manufacturing/expiry dates updated.

Manufacturer narrative:
D4: UDI number provided. D9: device was returned and evaluated. H6: the quality investigation is complete.

Event description:
It was reported that during an the tip of the bur was burnt during an endoscopic transnasal pituitary tumor resection the tip overheated and became burnt. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.